Event description:
Pt receiving nafcillin 12gm/day in 155 ml d5w fluid continuous infusion via cadd prism ambulatory infusion pump. Pump worked well days 1-8; day 9 pump reports a 2.6 ml residual volume (25 ml was actual vol), day 10 pump reports a 6.5 ml residual vol (40 ml or 3 gm was actual vol), and day 11 pumps reports a residual vol of zero. (60 ml (4.6 gm) was actual residual volume). Event log reviewed, no alarms or unusual events recorded. Pump reports all 155 ml infused on day 11, but actually pt only rec'd 95 ml (7.4 gm of 12 gm). Exchanged prism pump for a cadd plus pump.